Event description:
The initial reporter received questionable elecsys anti-hbs ii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial anti-hbs result was not reported outside the laboratory. The customer performed additional testing with the patient's sample on a cobas 6000 e 601 module in a different laboratory and an alinity analyzer. The patient's initial anti-hbs result on the e 801 module was 129 iu/l positive. The patient's repeat anti-hbs result on the e 601 module was 180 iu/l positive. The patient's repeat anti-hbs result on the alinity analyzer was 2.94 iu/l negative. The patient's physician considered the anti-hbs result from the alinity analyzer to be correct due to the result matching the patient's clinical findings.

Manufacturer narrative:
The patient's sample was provided for an investigation. The investigation reproduced the customer's cobas anti-hbs and hbsag results. Based on the available information, a general reagent issue could be excluded. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2021 and at 08:28, the patient's initial anti-hbs result on the e 801 module was 127.00 iu/l. On (B)(6) 2021 and at 09:55, the patient's repeat anti-hbs result on the e 801 module was 129.00 iu/l. At an unknown date and time, the patient's repeat anti-hbs result on the e 601 module was 180 iu/l positive. On (B)(6) 2021 and at 10:39, the patient's repeat anti-hbs result on the alinity analyzer was 2.94 iu/l negative. The investigation performed further testing with the patient's sample and the investigation recovered the following results: ahbc2: 0.00714 coi reactive; ahbcigm: 0.0739 coi non-reactive; ahbe: 0.00163 coi reactive; hbeag: 0.0838 coi non-reactive. The investigation confirmed the patient's anti-hbc result at the customer's site matched the investigation. The customer's calibration and qc data were ok. A general reagent issue could be excluded. The customer's sample pre-analytics and system alarm trace were requested but not provided. Based on the patient's hbsag titer, the investigation determined the results were consistent with a true positive sample. The observed differences in anti-hbs values generated with the roche assay and the alinity assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem.